Manufacturer narrative:
Evaluation: results: visual analysis of the lead noted it had several bends on the outer body of the lead segment. The lead passed all functional testing. The alleged complaint of overstimulation could not be confirmed. The alleged complaint of pt discomfort could not be confirmed via laboratory testing. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt ((B)(6)) received her scs system, including a percutaneous lead, on (B)(6) 2011. It was reported that the pt felt pain in the middle of her back at the site of the implanted lead. She also complained of overstimulation in both legs. The pt's lead was explanted and replaced with a surgical lead on (B)(6) 2011. Follow up on the pt found that the issues have resolved. No further pt complications were reported.